Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was in the range of 438 mg/dl at the time of the incident. The customer reported that the pump was not functioning. The customer was unable to put in carbohydrates. The customer stated that she received the rewind screen. The customer was assisted to clear rewind screen and also to find the use bolus wizard. The customer declined to troubleshoot for high blood glucose, since she could not get to her bolus screen to set a bolus. The customer was advised to monitor the pump and check her blood glucose in 45 minutes to an hour, and if it is still up to give a call back so that troubleshooting can be done. The insulin pump will not be returned for analysis.